Event description:
During shift report resp. Therapist reported that amplitude setting on oscilatory vent was "sensitive" throughout the night. At 0750 during first check, amp which was ordered for 14 was jumping around from 12-16. Map 10.5, 12 hz, it .33, flow 20 (piston centered). Vent shut off as if it was disconnected, but no leaks noted or diconnect found. Amp read 00. Rt pressed reset and pressure resumed quickly. Pod checked for cell phones, but all were off. Flow was increased at this time to top of 20. Amp continued to fluctuate from 12-14. At 1115 np suctioned pt. For couple of clots, ett clear and amp not fluctuating as much (13-14). At 1350 rt called to room stat - the "oscillator stop" light intermittently lighting up and alarm chirping. Amp jumping from 00 to 7 irradically. Dial tapped and amp went back to 14. Pt. Had slight desaturation and bradycardia. Oscillator swapped out at 1430 for new one. Pt. Stabilized and okay after. This is the 2nd issue in 2 months with this vent. At first biomedical and clinical engineering were able to duplicate the amplitude jumping from 10-14. Called viasys and they sent service tech. He could not duplicate issue. Did full check of vent and checked out okay. Ce performed cell phone experiment, but still could not duplicate. Returned to service.====================== manufacturer response for oscillatory ventilator, (brand not provided)======================sent service technician, but could not duplicate. Said to keep cell phones 20 feet from device.